Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer was using discontinued and expired product. The customer is concerned with test results from results obtained of lo. The customer¿s expected non-fasting blood glucose test result range is 110 - 130 mg/dl; expected fasting blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/28/2018 (expired). The meter memory was reviewed for previous test result history: result 1 : lo date: 1/03/2020 time: 11:32am non-fasting, result 2 : lo date: 1/03/2020 time: 05:59am unknown, result 3 : lo date: 1/02/2020 time: 06:04pm unknown, result 4 : lo date: 1/02/2020 time: 12:36pm unknown.